Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had a display anomaly. Customer's mother was assisted in troubleshooting for flashing/white/blank display. The customer's blood glucose level was unknown at the time of the incident. The customer's mother was calling back with blank display after insulin pump reset and after receiving a new battery cap. The customer stated that the customer was playing baseball when flashing display was noticed. The customer's mother was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.